Event description:
Customer has been injecting liraglutide with micro-fine needles since mid-2024, one injection per day at noon. Customer does not reuse the needle, does not exhaust air out before injection, inject at abdomen, and change the inject areas each time, no subcutaneous nodules. 1 needle purchased online were used on (B)(6) 2025, with obvious pain and resistance when injecting and pulling out the needles and feeling like they would bring out a little bit of flesh when pulling out the needles, and small bumps on skin with subcutaneous insulin solution accumulation after the injection. Customer provided 5 photos: pir00009114-1 is the three shelf cartons purchased online, pir00009114-2 and pir00009114-3 are the used needles, the left one was purchased at the pharmacy, and the two on the right were purchased online, customer states that there are obvious differences in appearance, pir00009114-4 is the difference about tear drop labels. Customer did not take photos about the subcutaneous insulin solution accumulation in time, pir00009114-5 is the photo took on (B)(6) after subcutaneous insulin solution accumulation disappear on skin. There are four used samples returned: three needles purchased online, one needle purchased from pharmacy (no material code and lot number could be provided), and an email customer response is needed. Customer requests to test the authenticity and the test report, if needles are fake, customer requests our company to help protecting rights against the online store. Sample availability: yes. Sample availability details: picture/video available and physical sample. (B)(6) on (B)(6) 2025: the complaints affected products were same lot number the customer used embecta products for few months, he purchased several products online, he provided all the shelf cartoon pics he remained. But for this three complaints, only involved products of 329490, no business with 329487. Below information added from duplicate intakes which are being cancelled. (Int-004585 and int-004586) customer used needle purchased online between on (B)(6) 2025 (the exact incident date was not clear). Customer felt obvious pain and resistance when injecting and feeling like it would bring out a little bit of flesh when pulling out the needles, and small bumps on skin with subcutaneous insulin solution accumulation after the injection. Customer provided 5 photos: pir00009114-1 is the three shelf cartons purchased online, pir00009114-2 and pir00009114-3 are the used needles, the left one was purchased at the pharmacy, and the two on the right were purchased online, customer states that there are obvious differences in appearance, pir00009114-4 is the difference about tear drop labels. Customer did not take photos about the subcutaneous insulin solution accumulation in time, pir00009114-5 is the photo took on (B)(6) after subcutaneous insulin solution accumulation disappear on skin. There are four used samples returned: three needles purchased online, one needle purchased from pharmacy (no material code and lot number could be provided), and an email customer response is needed. Customer requests to test the authenticity and the test report, if needles are fake, customer requests our company to help protecting rights against the online store. Sample availability: yes. Sample availability details: picture/video available and physical sample. Customer used needle purchased online between on (B)(6) 2025 (the exact incident date was not clear). Customer felt obvious pain and resistance when injecting and feeling like it would bring out a little bit of flesh when pulling out the needles, and small bumps on skin with subcutaneous insulin solution accumulation after the injection. Customer provided 5 photos: pir00009114-1 is the three shelf cartons purchased online, pir00009114-2 and pir00009114-3 are the used needles, the left one was purchased at the pharmacy, and the two on the right were purchased online, customer states that there are obvious differences in appearance, pir00009114-4 is the difference about tear drop labels. Customer did not take photos about the subcutaneous insulin solution accumulation in time, pir00009114-5 is the photo took on (B)(6) after subcutaneous insulin solution accumulation disappear on skin. There are four used samples returned: three needles purchased online, one needle purchased from pharmacy (no material code and lot number could be provided), and an email customer response is needed. Customer requests to test the authenticity and the test report, if needles are fake, customer requests our company to help protecting rights against the online store. Sample availability: yes. Sample availability details: picture/video available and physical sample.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: the investigation was performed based upon the returned photos and physical samples. A review of the manufacturing records was performed, and no non-conformance's were raised in association with this type of event for the reported lot number. The physical samples were returned to the manufacturing site for further analysis. Upon inspection, it was determined that the returned samples were not an embecta product. Therefore, embecta was unable to confirm the customer¿s indicated failure (npi needle blunt). Complaints received for the reported lot number and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.